Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, possible infection, pain, recurrent stress urinary incontinence, dyspareunia, bleeding and mesh protrusion. A excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.